Manufacturer narrative:
(B)(4). Concomitant medical products: unk glenoid component, unk humeral stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -04358, 0001825034 -2019 -04360. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part anf lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty. Subsequently, the patient plans to be revised due to infection. No additional patient consequences were reported.